Event description:
It was reported that the ventilator had excessive leakage and that it generated a technical error code that indicated a power error. There was no patient involvement reported. Manufacturer reference # (B)(4).

Manufacturer narrative:
The ventilator was investigated by our distributor and the expiratory channel printed-circuit (pc) board was found faulty. This pc board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc board was not returned for investigation but device logs were exported and sent for further evaluation. Evaluation of the received device logs showed two technical errors, one indicating that an internal supply voltage was too low, and the other that the safety valve was open. Pre-use checks tests failed several sub-tests due to the safety valve being open causing a too low inspiration pressure and leakage. The logs showed that the date of event was (B)(6) 2016 and therefore, the date of event has been updated accordingly. Based on previous investigation of similar faults, the reported issue was caused by a shorted capacitor on the expiratory channel pc board. A failure leading to the observed technical error codes will lead to a stop in ventilation. Appearance of this failure will be notified to the user by generated high priority alarms and the technical error codes. If the fault is present, it will be detected during the pre-use checks tests.

Event description:
(B)(4).